Event description:
The customer tested his blood glucose using his contour meter and received a reading of 416 mg/dl. His glucose was retested using another meter and that reading was 128 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips were sent to the customer. The meter was also replaced at his insistence.